Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date, indication and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Date and findings of surgical intervention? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status after intervention?

Event description:
It was reported that the patient underwent an unknown gynecological surgery on unknown date and the mesh was implanted. The patient experienced exposure of mesh in vagina. The mesh was trimmed and reburied under local anesthetic. Additional information has been requested.